Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold outputs and automatic safety switch from bipolar to unipolar mode due to bipolar impedance output of more than 2000 ohms secondary to the suspected anodal fracture which was not evident via x ray. Moreover, the involved device was replaced with no anomaly. This rv lead was surgically abandoned and a new brady lead with a different model was placed in the left bundle branch placement. No additional adverse patient effects were reported.